Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition.') And menorrhagia ('menorrhagia (heavy menstrual bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), pelvic pain ("chronic, pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), iron deficiency anaemia ("anemia"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, pelvic pain, abdominal pain, back pain, iron deficiency anaemia, vaginal discharge, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, device dislocation, iron deficiency anaemia, menorrhagia, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: she received treatment for pain chronic, pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding), anemia, she received treatment for bladder/urinary problems: (vaginal discharge: no. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: essure confirmation test(s) (unspecified) malposition.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: event injury was replaced with chronic, pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding), anemia, bladder/urinary problems: (vaginal discharge, malposition added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition.') In an adult female patient who had essure (batch no. B61386) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding"), pelvic pain ("chronic, pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), iron deficiency anaemia ("anemia"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, pelvic pain, abdominal pain, back pain, iron deficiency anaemia, vaginal discharge, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, device dislocation, iron deficiency anaemia, menorrhagia, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: she received treatment for pain chronic, pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding), anemia, she received treatment for bladder/urinary problems: (vaginal discharge: no previously reported essure insertion date : (B)(6) 2013. Right tube with 1 coil visible, left tube with 2 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) malposition.. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and mr received : reporter, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition.') In an adult female patient who had essure (batch no. B61386) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding"), pelvic pain ("chronic, pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), iron deficiency anaemia ("anemia"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, pelvic pain, abdominal pain, back pain, iron deficiency anaemia, vaginal discharge, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, device dislocation, iron deficiency anaemia, menorrhagia, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: she received treatment for pain chronic, pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding), anemia, she received treatment for bladder/urinary problems: (vaginal discharge: no. Previously reported essure insertion date : (B)(6) 2013. Right tube with 1 coil visible, left tube with 2 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) malposition. Batch no b61386 production date 2013-08-19 expiration date 2016-08-31 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary.